Event description:
It was reported to boston scientific corporation that a prefyx pps system was used during a prefyx pps pre-pubic system procedure, as a participant in the registry, performed in 2007. According to the complainant, the patient underwent treatment with the prefyx pps pre-pubic system on the same day. The following month, the patient experienced mesh exposure (asymptomatic) of moderate severity as related to the device. The mesh was removed from the patient and the event was noted as resolved in 2008. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. Information was completed by the manufacturer based on information obtained from the complainant. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.